Event description:
It was reported that the customer received a power source alert while using the tandem-provided cable and wall charging adapter. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.